Event description:
A potential product issue has been identified with our artiste linear accelerator and its associated table. In the abundance of caution this product problem is being reported. The customer has reported that the table moved intermittently without command. In case 1, the site physicists was carrying out a qa on an imrt pt. The plan from lantis had the table height, latitude and longitude set at 0 but the physicist had the table at longitude 10 and vert -62.3. This was overridden and began treating the fields, between field 5 and 6 when the table moved to its preset position of vertical and long 0. There were no messages or indication the table would move, it did this automatically. In case 2 the physicist canceled their qa and re-setup exactly the same with table at -62.3 and repeated the imrt, this time the table did not move. In this case, it appears that intermittently the table will drive from an override position to the preset position. In case 1 the physicist the table moved more than 60 cm so this was immediately noticed.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). There has been no mistreatment or injury reported. However, the complaint behavior may potentially result in a dose to wrong location. This may potentially result in a serious injury in case of a high dose. Probability: b (improbable). A mistreatment may occur, if an absolute table setup is used and if unintended table movement occurs during treatment without being noticed. Note: the user manual contains a warning about overriding out-of-tolerance parameters and asks the user to always carefully monitor the delivery of a fraction group that contains more than one beam. The table position is displayed at the user interface. It is highlighted in yellow before and during the table movement until it has reached its target position. Thus, the user is able to recognize unintended table movements in advance, even if these are small. There are buttons installed for emergency power off, that can be used to stop treatment. Additional input was provided by: (B)(6). No other products are concerned and there has been no mistreatment or injury reported and further investigation is underway for cause determination and final corrective action.